Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly. The customer¿s blood glucose level was unknown. The customer states his pump locked up on him - it has a high pitch ring and it won't stop. Troubleshooting was performed for vibration anomaly and noticed the pump is currently beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) bolus express and esc buttons dome switch. No unlocked lcd keypad connector noted. Unit passed self-test and displacement test. Unit display properly and no anomaly noted. No unexpected audio/beep/vibrate anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.